Event description:
Terumo received the following information: it was reported that during the endovascular thrombectomy (evt) procedure, the destination ex guiding sheath was used to treat a patient who was scheduled for amputation. During the treatment, bleeding was observed at the puncture site. Assuming that that the vessel had been damaged, the patient was urgently taken to the cardiac surgery department of another hospital. A surgical intervention was performed, but the patient¿s current condition is unknown. The physician speculated that this event probably occurred because the destination ex guiding sheath, which is stiffer than competitor¿s guiding sheaths, was used on an already fragile vessel. The estimated blood loss was greater than 250cc. As of 07jul2026 the patient remained hospitalized.

Manufacturer narrative:
D4: d4: d4: d6a: d6b: e1: telephone number: (B)(6). H4: the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.